Manufacturer narrative:
An allergic reaction was reported following the implantation of these biotronik devices. The ICD was returned for analysis and inspected, showing no anomalies which might have led to the clinical observation. The leads were not returned. The quality documents associated with the manufacture of the leads were re-investigated. There was no sign of any inconsistency during production and final acceptance test. In conclusion, there was no indication of a material or manufacturing problem.

Event description:
It was reported that this system was explanted 4 days after the implantation. The patient had an extreme allergic reaction to the implanted system. Reportedly, it may be a metal or antibiotic allergy that is responsible as there are no signs of infection. The system was implanted on (B)(6) 2023, the patient had some discomfort in the device region on the (B)(6), but all seemed ok. On (B)(6) 2023 the patient was admitted to hospital with renal and liver failure and was treated in the intensive care unit. The ICD system was removed on (B)(6) and the patient is much improved. Should additional information be received, this file will be updated.